Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed change sensor and calibration error. Her sensor and blood glucose level readings were off 30 to 50 points. The customer's sensor glucose reading was 69 mg/dl and her blood glucose level was 222 mg/dl. The insulin pump went into threshold suspend. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications.